Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and observed evidence of a leak on the stm specimen transport module) and traced the dried cleaner residue to one of the upper sheath tubings to the flow cell and found it had become disconnected. The fse replaced the upper sheath tubing to resolve the leak. Identified failure modes: upper sheath flow tubing on the flow cell was disconnected. No erroneous results were generated; the failure mode identified is likely to cause erroneous differential, reticulocyte and nrbc (nucleated red blood cell) test results due to improper sample and sheath flow to the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. While troubleshooting a flow cell clog detected error message, the customer reported cleaner leaking out of the stm (specimen transport module) on the instrument. The volume was reported as 5 ml and the leak was not contained. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.